Manufacturer narrative:
N/a.

Event description:
The following has been reported: biomed reported: ticket stated pump problem. Cleaned and ran test infusion. No alarms patient status unknown. A preliminary review of the logs identified the following issue: over infusion condition (safe state 1) (set issue) an active infusion was stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.

Event description:
No sample or picture was available for analysis. Without the proper sample or picture, an evaluation is not possible to determine the probable root cause of the reported failure. Therefore, the customer complaint cannot be confirmed. The reported leak could be related to poor welding of the cassette. An internal investigation was initiated to address the reported issue. The current process controls detection includes 1) 100% leak and occlusion test is performed through the leak and occlusion test machine in order to capture units with any blockage or leak failure mode, 2) quality sampling for final physical testing, for performing a flow and underwater leak tests, 3) 100% visual inspection during the manufacturing process and final physical inspections.